Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the shaft bent. Functional testing could not be performed to evaluate the incident reported due to the device's condition. No conclusion could be reached as to what may have caused the event reported and the damage found in the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the clip came off after the device was used on the blood vessel. Although bleeding occurred, the blood vessel was fired with another device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? --- the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---cystic artery. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---no. Did the device deliver a properly formed clip? ---yes. Was case completed with another el5ml? ---yes. What amount of blood loss occurred when clip came off of vessel? --- the information. Was not provided from the hospital. Were any blood products given as result of blood loss? --- the information was not provided from the hospital.